Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') and menorrhagia ('so much bleeding during periods after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("painful periods after removal"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, medical device removal and menorrhagia to be related to essure. The reporter commented: plaintiff reported that she never had issues with her periods before the removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') and menorrhagia ('so much bleeding during periods after removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("painful periods after removal"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, medical device removal and menorrhagia to be related to essure. The reporter commented: plaintiff reported that she never had issues with her periods before the removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.